Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), water was noted to expel continuously from the nozzle as the endoscope was inserted into the pt. The image was reported to have flickered on and off, but there was no complete loss of image observed. The procedure was said to have been aborted, and was rescheduled. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found evidence of fluid invasion and corrosion in the endoscope connector and electrical connector. In addition, the device was found to have a leak in the biopsy channel. Additionally, there was some white discoloration noted in the bending section cement. The subject device was serviced and returned to the customer. The cause of the leak could not conclusively be determined, however, the intermittent image issues were likely due to fluid invasion. This report is being submitted as a medical device report in an abundance of caution.